Event description:
Customer reported an issue with the gas module which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the pump and adjusting the power supply. Unit was calibrated and safety tested to factory's specifications.